Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm. The speaker holes were not covered. Customer's blood glucose was approximately 200 mg/dl. Multiple cartridges were loaded; the alarm would not clear. Customer reverted to manual injections.